Event description:
Information was received regarding a patient in (B)(6) who received unknown baclofen via an implantable pump. The concentration and dose were not known. The patient had heard the pump alarming and went to the emergency room (ER). The pump alarm was turned off in the ER and a motor stall was noted to have occurred with an event date of (B)(6) 2017. As of (B)(6) 2017 at approximately 1:30 pm the pump had still showed an active motor stall. The pump had later recovered approximately 24 hours after the stall. The patient had not been exposed to a recent magnetic resonance imaging (MRI) scan. The patient had ¿extreme¿ spasticity and was currently being managed and given oral medications. It was unclear if they had put the patient¿s pump into minimum rate but was to verify with the health care professional. The patient was a pilot and they wondered if that had something to do with causing the pump to stall. The pump had been implanted in (B)(6) 2013. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated multiple unexplained motor stalls occurred. The drug concentration was clarified to be unknown baclofen 2000mcg/ml. The hcp called technical services on (B)(6) 2017 and indicated patient reported a two tone alarm that began at approximately 19:00 on (B)(6) 2017. Pump event logs confirmed a motor stall occurred on (B)(6) 2017 at 18:55. Pertaining to the (B)(6) 2017 motor stall, the hcp conferred with the patient and they were at home when the motor stall occurred. The hcp conferred with the patient and they were at home when the motor stall occurred. No further information was reported. This information was repreviously reported under mfg. Report# 3007566237-2017-01982 and any new information will be reported in this event going forward.

Manufacturer narrative:
Updated as surgical intervention now occurred. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was further received which indicated the patient had received unknown baclofen "20000 mcg/ml" at a dose of 332.9 mcg/day via an implantable pump. The concentration was being verified. Further, during normal use the pump experienced an unexplained motor stall. The event date was reported as (B)(6)2017. There were no environmental, external, or patient factors that might have led or contributed to the event. Troubleshooting, diagnostic testing and actions taken included an 8840 programmer interrogation. The pump was ultimately explanted on (B)(6)2017 and was expected to be returned. The issue was reported as unresolved at the time of the event.